Manufacturer narrative:
This device is used for treatment not diagnosis. Device not explanted and remain in-situ.

Event description:
This is one of six products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00374, 1038671-2017-00375, 1038671-2017-00376, 1038671-2017-00377, 1038671-2017-00378 and 1038671-2017-00379.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2014. Non-revision of right hip components due to dislocation seen on x-ray. Actions taken: closed reduction under general anesthesia. This event report was received through clinical data collection activities.